Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she just got off her job and received a button error alarm on the insulin pump. Customer's blood glucose was 76 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.